Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 1 piece of actual and 3 pieces of representative samples were returned for investigation. Based on the complaint description, it was reported that the balloon had a hole. Visual examination on the actual sample showed that the balloon had burst. Close examination under high magnification lens revealed trace of scratch marks on the balloon sleeve which render the balloon to leak or burst. Next inspection was carried out on the representative samples by inflating the catheter with 10ml of water. However, the balloon was able to stay inflated and no balloon leak observed during the test. The representative samples were then subjected to 14 days soak test as per ptm-028 (functional test for foley catheters} for further investigation to observe any leak or burst balloon. However, there was no leak or burst balloon found along the soak period. In current standard operating procedure, according to spm-asl-003 the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, as per spm-a52-004 the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted on the actual sample, burst balloon on the returned sample may have likely happened due to in contact with sharp or pointed object leaving such scratch mark on the balloon surface. Further investigation on the representative samples found no leak or burst balloon along the 14 days soak test period. Therefore , this complaint could not be confirmed.

Event description:
A first catheter was inserted. The inflation liquid was injected but the catheter self-expelled from the patient because the balloon had a hole. A second catheter was thus inserted in the same patient. Same issue: the liquid was injected to inflate the balloon but the catheter self-expelled from the patient because the balloon had a hole. A third catheter was inserted in the patient with success. Clinical consequences: discomfort for the patient because of these catheters insertions in a row.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
A first catheter was inserted. The inflation liquid was injected but the catheter self-expelled from the patient because the balloon had a hole. A second catheter was thus inserted in the same patient. Same issue: the liquid was injected to inflate the balloon but the catheter self-expelled from the patient because the balloon had a hole. A third catheter was inserted in the patient with success. Clinical consequences: discomfort for the patient because of these catheters insertions in a row.